Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID 8782, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a product surveillance registry regarding a patient who was receiving an unknown medication via an implantable pump for spinal pain. It was reported that the patient had pain at the pocket site on (B)(6) 2016. Examination on (B)(6) 2016 revealed small fluid col lection over the pump pocket and midline spinal catheter implant site. The pump pocket seroma was aspirated as a surgical intervention, and fluoroscopy was used to guide the aspiration of the spinal fluid collection. The event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.